Event description:
The customer reported that the blade broke when an incision was made.

Manufacturer narrative:
The event reported was directly attributable to breakage of the blade. A single broken blade was returned. The device was subjected to microscope examination. Based on this examination it was concluded that the blade failed due to the imposition of an excess bending moment which was applied sideways/torsionally upon the blade. The fracture occurred at the high stress concentration area as expected during such a side-load condition. There is no evidence of any manufacturing related defect which may have contributed to the failure. During the manufacturing process hardness and ductility are part of the routine in-process verification, to assure proper strength of the blade. In addition, shipping tests have shown the current package to provide adequate protection for the blades.